Event description:
Covidien learned on (B)(6) 2012 that a pt with barrett's esophagus with dysplasia had been treated uneventfully with focal rfa on (B)(6) 2011. Nine days later, the pt presented to the hospital feeling unwell. Immediately upon learning of this event, covidien medical staff contacted the treating gastroenterologist and was informed that the emergency room staff suspected cardiogenic and septic processes due to presenting severe hypotension, until the pt vomited blood. The pt then underwent upper endoscopy which confirmed blood in the stomach. Blood loss from the ablation zone was the presumed source of bleeding. Before senior gastroenterology staff was contacted to perform upper endoscopy with endoscopic evacuation of the clot and endoscopic control of bleeding (non-surgical), a surgical consultation was obtained, the pt taken to the operating room, and thoracotomy with external control of bleeding was performed. This resulted in the necessity of an ivor-lewis partial esophagectomy. The pt has since recovered with no further rfa related morbidity.

Manufacturer narrative:
This site did not return any device, therefore an analysis could not be performed. Should additional info pertinent to this event be obtained, a f/u report will be submitted. (B)(4).